Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that around 3 months post implantable cardioverter defibrillator (ICD) replacement procedure the ICD system was removed due to infection. No further patient complications have been reported as a result of this event.